Manufacturer narrative:
This complaint was documented subsequent to the initial reporting. A service report was completed by dmta field service engineer following the evaluation of the device identified by this complaint. The technical safety system checks include verifications which include a high voltage generator test, f2 alignment check, and a model stone test. Although the high voltage generator test and the f2 alignment check were found to be within specifications, it was determined that the device was operating out of specification for the shocks observed during the model stone test. A repair was completed for the spark gap by the responsible fse during the device evaluation. Patient hematoma is listed as a potential adverse effect and complication in the compact delta iii operating manual. It is recognized that the operating manual for the dornier delta iii instructs the operator to ensure the device is performing within specification for multiple factors prior to utilizing the device for surgery, which includes confirming the unit is not double-shocking or exhibiting inconsistencies in shocking capacity. There is no way to confirm if the hematoma reported was a result of the spark gap needing replaced, or due to factors relating to the application of the device, or patient status prior to operation. According to dornier applications subject matter experts "it is highly unlikely that double shocks alone would cause a hematoma". Dornier completes fse on-site reviews of devices as indicated to be necessary by the device owner and periodically for preventive maintenance requirements. It is recognized that in this case the customer should have provided a request for follow up from the dornier fse as soon as the pre-operation checks confirmed the device was not operating to specification for shock count.

Event description:
Patient hematoma was reported and initially reported to FDA under (B)(4) on 05/16/2023.